Event description:
One pt sample with discrepant free t4 results. Initial results 23.9 pmol/l. Same sample repeated using different method gave result of 17.9 pmol/l. No info provided to determine if results were used to guide therapy. The investigational unit was unable to determine a cause for the discrepancy, no interference factors were identified in the sample.